Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
After retrospective review of complaint history of the endoscopic technologies, inc. Complaints transferred to terumo cardiovascular systems (legal owner of the hercules product since (B)(6) 3013) terumo has determined that during another non-clinical activity, the hercules 3 cable arm broke. No patient involvement. The investigation and customer communication were completed by endoscopic technologies, inc.; however, terumo considers a cable break at any time during use to be a reportable event.